Manufacturer narrative:
Report was inadvertently submitted under manufacturer number ¿1020279¿ but the correct manufacturer number is ¿1219602.¿ d3 and g1 information was updated.

Manufacturer narrative:
D4, e1, h6: updated.

Manufacturer narrative:
H10: h2: additional information on a2, d8 and d9. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the provided report indicates resorption of the distal tibial allograft noted on an MRI taken at two years post op. And a x-ray image dated the same month as the primary shows 4 buttons and some radiolucency around the inferior one of this view. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: h2: correction on h6 (health effect - clinical code and impact code).

Event description:
It was reported that, after a glenoid bone loss surgery, a revision had to be performed. The surgeon noted excessive resorption on the distal tibial allograft associated with the use of the round endobutton, as compared to the resorption when using screw fixation. The resorption was noted in the 2 year follow-up MRI and confirmed during the revision surgery. The patient's outcome is unknown.